Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to loosening. It was relayed that a poly change was completed, the cup and stem were revised due to loosening.